Event description:
A malfunction was reported on the pump with no notable events occurring beforehand. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer had not taken any action yet to address the high blood glucose level. Customer did not require assistance from a third party. The technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur after the reset. Customer was informed that they could continue to use the pump and advised to call back if the malfunction reoccurred, which the customer acknowledged and understood.